Event description:
As the surgeon maneuvered drill (through trocar) into plate hole and the end portion snapped off. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the tip of the drill sleeve has broken off. The cause of the damage is undetermined, it is possible that simply too much mechanical force was applied. Which caused the tip to snap off. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.